Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported condition were identified. The root cause of the ground resistance test failure was determined to be component failure within the grounding circuit. The affected component was replaced, which corrected the condition. Following repair, the device met applicable electrical safety and performance specifications. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode. Refer to complaint record (B)(4) for additional details.

Event description:
Pump sn (B)(6) was returned for preventive maintenance. During service evaluation, the device failed the ground resistance test, measuring 0.686 ohm (acceptance criterion: < 0.1 ohm). The conditions were identified during routine service testing. There was no patient involvement and no adverse event was reported.